Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2015. According to the complainant, during the procedure, after several attempts of removing multiple stones, the physician experienced difficulty advancing the trapezoid basket back into the bile duct. The physician noticed that the side car was torn and push back about half a centimeter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.